Manufacturer narrative:
(B)(4). Method: the returned rt235 infant breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was found at the swivel y-piece, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100624. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The two parts that make up the swivel y-piece are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported the following to the (B)(4): "when ventilator being set up circuit failed leak testing." This was observed prior to patient use. No patient consequence was reported.